Manufacturer narrative:
B3: day of event unknown. D4: possible lots 6026761 and 6012546. H3: the device history record of reported possible lots 6026761 and 6012546 was reviewed and it was confirmed that no non-conformities were reported during production. The quality inspection forms were reviewed, and it was observed that no defects were found, and the lot was released. Complaint for the failure mode could not be confirmed by investigation as no samples nor pictures were provided by the customer. Without the return of the samples a comprehensive failure investigation cannot be performed and a probable cause cannot be determined.

Event description:
It was reported that the screen reads reservoir empty, accompanied by a beeping sound as expected. However, 40 ml had remained in the bag, approximately 30% of the ordered dose. The event occurred while in use with a patient but no patient harm was reported.